Manufacturer narrative:
Device evaluation: eight (8) investigations were completed during the period. A review of the records related to the device that included labeling, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. The product was returned and evaluated. A visual inspection of the returned product did not reveal any obvious defects or damage. Functionality test was performed, and the result was found not within specifications. The reported event is confirmed. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: h10 -list of all lot numbers of the devices and quantity. 608371 (x1). 605431 (x1). 619057 (x1). 620390 (x1). 634082 (x1). 624361 (x1). 631681 (x1). 634379 (x1). 640059 (x1). 649041 (x1). One (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 10 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.